Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2015 due to instability and pain. Subsequently the patient was revised on (B)(6) 2015. The bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2015. Subsequently the patient was revised on (B)(6) 2015 due to instability and pain. The bearing was removed and replaced.